Event description:
Patient received first synvisc shot at doctor's office on (B)(6) 2022. No reactions or side effects. Patient received second shot on (B)(6) 2022. That night her left knee started to swell and she was in a lot of pain. She contacted the doctor's office and they drained her knee to alleviate the swelling and pain. She states she felt much better afterwards. She states the doctor cancelled her 3rd shot. She has a follow up appointment in (B)(6) 2022 with her doctor's office. The patient was given the number for the manufacturer (B)(4) and she says she will follow up with them.